Event description:
Customer reported the set came apart in the oncology unit and totally separated during transport. Location of the separation is unk. The event occurred during a primary infusion. No pt harm resulted. The customer states the set was discarded. No additional info was available.

Manufacturer narrative:
(B)(4): the sample was discarded at the hosp. No failure investigation could be performed.